Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the motors are not locking up. When the motors are locked, you can still push the chair.